Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's daughter reported that t pin of the power adaptor of the remote monitor was broken. No troubleshooting taken. The power adaptor is expected to be replaced. The remote monitor remains in use. No patient complications have been reported as a result of this event.